Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage was found inside the device.

Event description:
The customer reported via phone call that the insulin pump had been alarming button error. The customer explained that the device was exposed to sweat. Blood glucose value was 151 mg/dl. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.